Event description:
It was reported that the pump declared an altitude alarm 21, causing the customer's insulin to be suspended. There was no adverse impact to the customer's blood glucose level. The customer was instructed by technical support to remove any possible obstruction from the speaker holes and clean them, reconnect the cartridge, and attempt to resume insulin, but was unsuccessful. Technical support planned to follow up for further troubleshooting.